Event description:
The customer reported a bd hemovac drains possible design or manufacturing change. They stated that, in the past, the drain perforations extended to the end of the tubing; however, recently received products had perforations located in the middle section of the tubing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.